Manufacturer narrative:
Other text: one device was received for investigation. The device was inflated and submerged in water to detect if there was a leak. No leak was detected, customer complaint could not be confirmed. No root cause analysis was done as the customer complaint was not confirmed. No DHR able to be done due to lot number not being provided.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) was leaking after 5-8 hours . Reported four units in two patient and was tested prior normal with four units. No patient adverse events reported.